Event description:
It was reported by a sales manager in (B) (6) that communication issues existed between a handheld computer and a programming wand which resulted in communication difficulties with a pt's generator. At the moment the serial cable is suspected to be the cause of the communication issues. Furthermore, no indication of troubleshooting was indicated by the sales mgr as a new wand was provided to the physician. Good faith attempts to obtain product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.